Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a rayone aspheric rao600c on (B)(6) 2019. During surgery, the healthcare professional encountered some difficulties and following implantation of the iol into the eye observed that the haptic had "cracked". Despite the damage to the haptic, the iol was left in situ and the procedure concluded. On (B)(6) 2019, the healthcare professional carried out a lens exchange procedure. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge, resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The lens has been retained post explant and is being returned to rayner for inspection. Our review of production records for the rayone aspheric rao600c batch 079139599 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (july 2019) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 079139599.

Event description:
On 29th november 2019, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the surgeon experienced complications and that the haptic cracked. The iol was left in situ; however, the patient returned to surgery on (B)(6) 2019 to undergo a lens exchange.